Event description:
Note: this report pertains to one of two zero tip baskets used in the same procedure. It was reported to boston scientific corporation that two zero tip baskets were to be used in the kidney on a ureteroscopy procedure performed on (B)(6), 2022. During preparation, debris was found on the sterile area of the packaging of two baskets. The devices were not used, and a third zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).